Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred after the pump was exposed to water. Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.